Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery multiple times with 3 reservoirs. The customer stated that she was changing her infusion set and reservoir, which led up to the no delivery alarms. The blood glucose reading 139 mg/dl. The customer requested replacement of the reservoirs. She stated that when she used the new replacement reservoir, she had no issues priming with the new one. She stated that she had 7 reservoirs left of the same lot number and had already experienced issues with 3 of the same lot. She requested replacement of all 10 reservoir from the same lot. Nothing further reported.